Event description:
Hcp reported the pt presented with signs of an infection of the device pocket in 2002. These included redness, drainage, and incisional wound opening. A culture of the device pocket was done that was positive for staph. The pt was treated with both IV and oral antibiotics and total device system explant. The infection resolved and there was no drug withdrawal. The pt had a risk factor of debilitated status.